Event description:
It was reported that an alert was triggered for atrial intrinsic amplitudes out of range. It was noted that a single undersensed atrial beat was seen on the presenting electrogram (egm). The device remains implanted. It was noted that if the undersensing was clinically appropriate to consider increasing the atrial sensitivity at the next in clinic review. No adverse patient effects were reported.